Manufacturer narrative:
Patient medications include enoxaparin, fentanyl, insulin, and tylenol.

Manufacturer narrative:
Additional excluder® device included in this report: pla260300/14125809. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Per IFU, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patients with pending rupture or ruptured aneurysms, or greater than 60 degrees angulation of the proximal aortic neck.

Event description:
On (B)(6) 2016, the patient presented emergently to the facility with a ruptured abdominal aortic aneurysm. It was reportedly noted that the patient's infrarenal aortic neck was severely angulated (approximately 80 degrees). The physician implanted four gore excluder aaa endoprostheses (rlt261416/14073508, pxc121200/14514009, pla260300/14116769, and pla260300/14125809) to treat the rupture. The patient tolerated the procedure. On (B)(6) 2016, a computed tomography scan reportedly identified a proximal type I endoleak. On the same day, the patient was implanted with a 28.5mm medtronic aortic cuff, aptus endoscrews, and a palmaz stent to treat the endoleak. The endoleak was successfully resolved, and the patient tolerated the procedure.